Event description:
Essure device implanted 2010, which I used as a permanent birthcontrol. I had continuous bleeding and cramps for 3/6mo after procedure only with a day or 2 without at a time. An ablation was performed to try to minimize bleeding in 2010 and then began developing cysts on my ovaries. On 2015, partial hysterectomy due to enlarged cyst and ovary on my right side. I also developed migraines in 2010. These small coils did not migrate but still caused discomfort, pain, and my health.